Event description:
It was reported that the device was replaced after a partial reset, and a four second pause and second por that were observed via a holter test. The reset was successfully reprogrammed, but the physician still chose to explant in light of the pause and resets. No patient complications were reported as a result of this event. Further information received indicates that the rv lead was replaced due to unacceptable pacing thresholds at the time of ipg replacement.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the ipg is in process; the results will be forwarded when available.